Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple stations were unable to display patient details. The technical support specialist (tss) remotely logged into the server to check the sync status but was unable to sign in due to an authentication error. After checking the ids logs, the tss found a timeout error and noticed the sql server process was using high central processing unit (cpu) and memory. The tss rebooted the sql service, which reduced cpu usage. After successfully logging in, the tss verified device communication and corrected the device time to match the server. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple stations were unable to display patient details. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.